Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Visual inspection displayed no signs of physical damage. No missing components observed. The instrument was returned with a report complaint that does not affect functionality and is a part of the instruments design. The instrument reported a broken/missing input disk however the instrument, does not require an extra input disk in the reported area. The instrument is in its expected condition. The product is considered conforming in its current state. Common causes related to instrument complaints reported no underlying product issue may be related to issues including misuse of the product, or other factors not directly related to the device.

Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument had a missing wheel. There was no report of patient involvement. Intuitive followed up and obtained additional information. The damage was observed in sterile reprocessing at the instrument's grey housing. Input disk was missing from the grey housing. The instrument was sent to them as is. Sterile reprocessing discovered the missing disk on the instrument. No images are available for review.